Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that replacing the extension appeared to resolve the erosion and skin breakdown. It was also reported that there was no known diagnostics performed related to the reported issues and the cause erosion and skin breakdown was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a skin breakdown around the extensions as the extensions were eroding. Surgery was scheduled for (B)(6) 2016 to replace the extensions. It was unknown when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.